Event description:
Customer complained of receiving high readings on her freestyle flash blood glucose meter. The meter was received for investigation and the memory overwrite malfunction was confirmed during testing. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the letter.